Event description:
It was reported that there was mechanical resistance when trying to insert a lead into a neurostimulator. The screw was further untightened to allow insertion. When trying to tighten the screw after lead insertion, the screw was not correctly sitting in the hole. With maximum torque, the lead was still not fixed. The screw was further introduced by directly rotating the lower part of the torque wrench (bypassing the torque control mechanism). There were no patient injuries; the patient was noted to be "ok." The neurostimulator was ok as well, and reprogrammed.

Manufacturer narrative:
(B)(4).